Manufacturer narrative:
H3, h6: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional inspections were performed, and the customers problem was replicated. The root cause of the problem was a faulty downstream occlusion (dso) sensor. The manufacturer representative replaced the dso sensor and dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device alarmed and showed, ¿cassette not attached properly, reattach the cassette.¿ there was unknown patient involvement and unknown patient harm/adverse event reported.